Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red. The patient's chiropractor provided a cream for the patient. There is no alleged device malfunction associated with the skin irritation. Follow up was completed and the skin irritation was improved.